Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a (B)(6) white female in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. During support, the automated impella controller (aic) crashed into the elevator and the connector of the impella 5.5 broke off. The patient was implanted with a new impella 5.5. The patient is stable.

Manufacturer narrative:
The investigation for the purge leak-pump has been completed. During transport the charge nurse crashed the aic into the elevator and broke the connector on the 5.5. The root cause of the purge leak pump was most likely use related. Corrections to the initial MFR report: added d6a/d6b; f6/f8 should have been left blank.